Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the problems of "pull off suture-needle" and "fraying suture" occur on only one device. If other, please specify quantity. All answers above are unknown. Once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an eye enucleation procedure on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture and the suture was frayed. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.